Manufacturer narrative:
The returned ipg was analyzed and the end of service life was confirmed. Elective replacement indicator will appear when the device battery level is below the expected range of 2.65 volt, and will suspend normal operation with end-of-service message. The device was in service for 350 days, which is within the expected range per the direction for use.

Event description:
A report was received that the patients primary cell ipg was depleted and displayed the end of life message. The patient underwent an ipg replacement procedure.

Event description:
A report was received that the patients primary cell ipg was depleted and displayed the end of life message. The patient underwent an ipg replacement procedure.